Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had missing parts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be device wear for normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device could not ¿be coupled to the chuck drilling speed device. It was further reported that two of the three clamping jaws broke off. The clinician confirmed that broken parts were found and disposed of in accordance with internal regulations. The reporter stated that there was no delay in surgical procedure as a spare device was available for use. There were no reports of there injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(60. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.